Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on (B)(6) 2017. The patient reported that they could not recharge their implant beginning 6 months ago. The patient stated that they did not charge their implant because it was not taking care of their pain. The patient was still having pain and it was getting worse. The patient noted that their painful symptoms returned in the middle of 2016. The patient stated that their device ¿did not seem to feel like it was working on their body¿ so they turned it off. The patient met with their healthcare professional (hcp) on (B)(6) 2017 who jumpstarted their implant. The patient was told to not let the implant ¿ run down¿. Since the hcp visit everything was running fine and no actions were needed. The patient noted that they were still taking their paid medication. No further complications were reported/are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative. It was reported that the por was successfully cleared and the patient was doing well.

Manufacturer narrative:
.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient hadn't charged for about six months because they didn't think it was working to relieve their pain. They were unable to connect and the charger had a power on reset (por) message. A physician recharge mode was performed and the device was taken out of hibernation. It was reported that the manufacturer representative would be meeting with the patient to clear the code.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and radicular pain syndrome(radiculopathies). It was reported that the patient went to turn the implantable neurostimulator (ins) on and it would not work. The patient went to ch arge the ins and it would not work. The patient also went to use the patient programmer and it would not work either. The patient called a manufacturer representative. It was reported that the patient no longer has a health care professional (hcp). It was reported that it had been off a good 3-6 months because the patient felt like it was not working. Time got away after the patient turned it off. It was reported that it just started to bother the patient again and they wanted to try using the device again. It was re-reported that the device had been off 4-5 months since the patient had turned it off because it was not working in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.